Event description:
It was reported that during a thyroid procedure, flakes were noticed falling from tissue pad when the device was activated. Another device was used and the same problem was noticed. The case was completed using the second device. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the analysis results found that the device was returned in good visual condition. The tissue pad was examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument. The device was tested and an error code 5 was displayed, the device was non-functional. The device was disassembled and it was found that the blade was cracked at the pin hole under the sheath of the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred.